Event description:
It was initially reported that the patient experienced a loss of therapeutic effect. The patient was ¿not very pleased¿ with the device and felt like she ¿was not getting any results¿. The reporter stated that the patient thought the lead ¿might have moved¿. Starting about 1.5 to 2 months prior to the report, the patient started feeling a ¿needle prick-like sensation¿ when sitting on a soft chair or surface. At the time of the report, the patient was on program 2 at 3.5v. The reporter switched the patient¿s setting to program 3 at 1.8v, where the patient reported feeling comfortable stimulation in the bicycle seat area. Approximately three weeks later, it was additionally reported that the patient was still having concerns regarding therapy or device but was working with her healthcare provider (hcp) or manufacturer¿s representative to resolve the issue. Follow-up with the patient¿s hcp indicated that the cause of the event was unknown. Impedances were reportedly last checked on (B)(6) 2012. The patient was reprogrammed that day, and four new programs were added. There was however no ¿remarkable difference¿. An offer was reportedly made to remove the device but the patient declined at that time. Programs were changed on (B)(6) 2012 but there was no improvement. An x-ray was taken in december which showed no lead fracture. It was noted that there had been no patient falls. The reporter indicated that a CT scan did show ¿considerable progression¿ of degenerative changes at l2-l3. There was no patient injury and the patient did not require hospitalization. It was later reported that the patient could not determine whether she ever had relief of symptoms since implant. The patient reportedly never had a trial. An x-ray was taken and it ¿seemed like the lead was not embedded in the spine as it should be¿. The reporter stated that the healthcare provider (hcp) recommended replacing the lead but the patient wanted the entire system replaced. It was noted that the implantable neurostimulator ¿seemed smaller¿ or ¿it had turned¿. The reporter indicated that the lead was going to be revised on (B)(6) 2013. If additional information becomes available, a follow-up report will be submitted.

Event description:
Additional information received reported that the cause of the event was the tip of the lead was in presacral soft tissue. It was noted that the event was attributed to the lead. It was further noted that surgical intervention has been scheduled for (B)(6) 2013. It was noted that interventions included medical imaging and reprograming. It was noted that numerous changes to programing had occurred and that they were unsuccessful. It was noted that signs and symptoms associated with the event included urinary leakage. It was further noted that hospitalization was not required and that no patient injury was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 093-28, lot# v577515, implanted: (B)(6) 2011, product type lead; product ID 3093-28, lot# v577515, implanted: (B)(6) 2011, product type lead. (B)(4).

Manufacturer narrative:
Conclusion code does not apply to the event.

Event description:
Additional information received reported that the old lead was removed on (B)(6) 2013 and a new one was placed. The radiograph showed lead migration. It was reported that the issue was dislodgement or migration. Surgical intervention of explant and replacement of the lead and implantable neurostimulator (ins) occurred on (B)(6) 2013 and it was unknown if the devices would be returned for analysis. It was noted that an x-ray taken on (B)(6) 2013 showed posterior lead migration. The patient was still having urge incontinence and was changing programs. It was reported that the patient required hospitalization due to the event and the patient recovered without sequelae.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported the patient never had therapeutic effect and was having difficulty getting results with incontinence. It was stated the patient had very little effect since implant. It was noted the patient had already been through programs 1, 2 and 3 and they were on program 4 at the time of report and set at 3.8 volts. Reportedly, 4.0 volts was the highest the patient went on each program and they were afraid they ¿would go right off the scale.¿ the patient stated they were using ¿gobs of disposable things.¿